Manufacturer narrative:
The cleanaccess kerrison rongeur t-coat micro handle was returned for evaluation. Evaluation results found marks on the slider which indicates the device was improperly repaired by an unauthorized repair agency. The tip of the cleanaccess kerrison rongeur t-coat micro handle that broke during the time of the reported event was not returned. The device history record was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. No additional issues have been reported.

Manufacturer narrative:
The cleanaccess kerrison rongeur t-coat micro handle subject of the reported event was requested to be returned for evaluation. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification: the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that during a patient procedure the tip of their cleanaccess kerrison rongeur t-coat micro handle "broke". The tip piece was immediately retrieved, and the procedure was completed successfully. No report of injury.